Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), tooth disorder ("dental problems"), alopecia ("hair loss"), anxiety ("anxiety") and depression ("depression") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device breakage, genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, fatigue, tooth disorder, alopecia, hormone level abnormal, anxiety and depression outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, device breakage, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain and tooth disorder to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia, general abnormal bleeding, fatigue, dental problems, hair loss, hormonal changes, anxiety & depression discrepancy noted in insertion date: (B)(6) 2018, (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: quality safety evaluation of ptc (product technical complaint). Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('breakage') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), pelvic pain ("pelvic pain"), abdominal pain ("abdominal pain"), menorrhagia ("menorrhagia (heavy menstrual bleeding)"), fatigue ("fatigue"), tooth disorder ("dental problems"), alopecia ("hair loss"), anxiety ("anxiety") and depression ("depression") and was found to have hormone level abnormal ("hormonal changes"). Essure treatment was not changed. At the time of the report, the device breakage, genital haemorrhage, pelvic pain, abdominal pain, menorrhagia, fatigue, tooth disorder, alopecia, hormone level abnormal, anxiety and depression outcome was unknown. The reporter considered abdominal pain, alopecia, anxiety, depression, device breakage, fatigue, genital haemorrhage, hormone level abnormal, menorrhagia, pelvic pain and tooth disorder to be related to essure. The reporter commented: plaintiff received treatment for pelvic pain, abdominal pain, menorrhagia, general abnormal bleeding, fatigue, dental problems, hair loss, hormonal changes, anxiety & depression discrepancy noted in insertion date: (B)(6) 2018, (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2013: essure confirmation test(s) (unspecified) result: bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 18-sep-2019: pfs received: patient demography and lab data was added. Previously added event "injury" was replaced with events " pelvic pain , breakage, abdominal pain, menorrhagia (heavy menstrual bleeding),general abnormal bleeding, other injuries/symptoms: fatigue, dental problems, hair loss, hormonal changes, anxiety & depression". Incident: no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.